Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had an error code e229. The issue was found during a maintenance. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image defect and connector corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely that the reported event and defective image occurred due to cable failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.